Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box data showed a call service (054) alarm on the reported event date. During testing, the pump¿s vibratory and audible features functioned properly. There was no continuous vibration observed. The complaint was not duplicated during the investigation. Unrelated to the initial complaint, the display screen was dim and discolored. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. The reporter stated that the pump continuously vibrates. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.